Manufacturer narrative:
Per the information obtained from investigation, it was found out that the thumbscrew was removed for unknown reasons and inadvertently replaced/modified by untrained service personnel at the hospital. The patient was found to be doing fine.

Event description:
It was reported that a patient's leg while inside a traction boot fell during the surgical procedure. The bolt/locking mechanism on the traction boot does not properly secure the boot not lock into place.

Event description:
It was reported that a patient's leg while inside a traction boot fell during the surgical procedure. The bolt/locking mechanism on the traction boot does not properly secure the boot not lock into place.